Manufacturer narrative:
(B)(4). The manufacturer did not receive x-rays, or other source documents for review. The manufacturer did not receive the device for investigation. The device history records were reviewed and found to be conforming. Additional information has been requested and is currently not available. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available, an updated report will be submitted. (B)(4).

Event description:
It was reported that the rasp handle was stuck in the lock position. The surgeon had to use another device to complete the surgery.

Event description:
No event update.

Manufacturer narrative:
Device history records (DHR): the device manufacturing quality records indicate that the released components met all requirements to perform as intended. Trend analysis: no trend considering the following event is identified: mechanism rough running. Review of event description: it was reported that the rasp handle is stuck in the lock position. Review of received data: no medical data such as surgical notes or any other case-relevant documents were received. Devices analysis: visual examination: the mis rasp handle has been returned for an investigation. The locking lever is sitting correctly in the rasp handle. The slider does not run smoothly anymore and more force is needed to open the rasp handle. However, the mechanism is still functional. Additionally there are several signs of usage visible. No other conspicuousness found. Review of product documentation: instruction for use (IFU): the packaging insert has been reviewed. It contains the precaution: inspect all instruments/provisionals carefully prior to each use. And the cleaning instruction : after cleaning, lubricate metal, moving parts with a water soluble lubricant approved for use with medical devices. Root cause determination using rmw: instrument breaks, deforms, diverges impairing its function due to inadequate design for intended performance. Not possible. A systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment. Instrument breaks, deforms, diverges impairing its function due to mechanical properties of material insufficient. Not possible. A systematic issue with design and/or material properties would have been detected as part of the issue evaluation assessment. Instrument cannot be used with the mating instrument or mating implant as intended due to failure of instrument mating condition possible, as it cannot be excluded based on the available information. Damaged instruments, implants, body or wrong operational step due to surgeon or staff unfamiliar with instrument usage and handling possible, as it cannot be excluded based on the available information. A deterioration in function as a result of repeated use is likely, as it was reported that it has been used more than 100 times. Damaged instruments, implants, body or wrong operational step due to surgeon or staff unfamiliar with instrument usage and handling possible, as it cannot be excluded based on the available information. The lubrication of the instrument might not have been performed correctly. - instrument breaks or deforms due to off-label / abnormal-use. Not possible. Instruments do not show signs of an off-label use. Conclusion summary: the mis rasp handle has been returned for an investigation. The locking lever is sitting correctly in the rasp handle. The slider does not run smoothly anymore and more force is needed to open the rasp handle. However, the mechanism is still functional. One possibility is, that the instrument has not been lubricated after cleaning and sterilization as described in IFU. However, an exact root cause could not be determined. The need for corrective measures is not indicated and zimmer gmbh considers this case as closed. Zimmer biomet's reference number of this file is (B)(4).